Event description:
A home pt's (hp) nurse (rn) contacted baxter's quality assurance dept to report hp noted a leak in the tubing of the homechoice set. Per hp, in 2003, while loading the homechoice set into the homechoice machine prior to the automated peritoneal dialysis therapy, pt noted that the area where the tubings merge together near the cassette of the homechoice set felt "rougher" than normal. The setup went through prime with no alarms and nothing unusual was noted. During initial drain the hp noted "spurting" out of the corner of eye, so pt examined the setup more closely and discovered that fluid was "spurting", and dripping out of the area of the tubing merge. Hp put tape around the tubing and continued their therapy to completion. Per hp, nothing unusual was noted with the overpouch or the carton that the homechoice set was packaged in, the room where dialysis is performed is closed off to all pets, and this was the initial use of the homechoice set. Per rn, hp was diagnosed with peritonitis 2 days following the alleged leaking homechoice set incident and was subsequently hospitalized for 2 days. Hp was treated with cefazolin 125 mg per liter intraperitoneal (ip) and gentamicin 4 mg per liter ip daily for 10 days. Two days after completing pt's antibiotic therapy hp presented at the clinic with cloudy effluent per rn, laboratory data revealed that reinfection had occurred and hp was treated with cefazolin 125 mg per liter ip daily until culture results were received. Culture results revealed that the organism was resistant to cefazolin; antibiotic therapy was changed to vancomycin 25 mg per liter ip daily for 10 days. The pt has not recovered from the infection, but no additional hospitalization has been required.